Manufacturer narrative:
The information provided indicates a patient had a surgical procedure to remove a prodisc c implant due to heterotopic ossification. The impact to the patient is unknown. It is unknown what caused the heterotopic ossification to occur, but the prodisc c device could not be ruled out. Manufacturing records could not be reviewed as part and lot numbers were not identified or traceable with the information provided for the involved implant. Review of previous complaints found the rate of complaints to be within expected limits established in the device fmea. The device fmea has identified, mitigated, and accepted the risks associated with this adverse event. No device was provided for evaluation and analysis.

Event description:
On (B)(6) 2020, a patient underwent revision surgery to remove a prodisc c implant due to heterotopic ossification. It is unknown if the heterotopic ossification was resulting in any patient complications or symptoms. The patient was converted to an acdf using an unknown plate and cage.